Event description:
The customer reported that there were problems with reliability issues and boot up. Also the system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed a new ipc 1000 and software revision. The system operates as intended.